Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, there was no malfunction with the subject device.

Manufacturer narrative:
An olympus field service engineer evaluated the device and attached the cables correctly and the image issue was resolved. The unit will be returned for evaluation. The most likely cause for the reported event is user error. The instruction manual states in ¿chapter 3 installation and connection¿ to ¿prepare this video system center and compatible equipment (shown in ¿system chart¿ on page 363) before each use. Referring to the instruction manuals of each system component, install and connect the equipment according to the procedure described in this chapter. Review this chapter thoroughly, and prepare the equipment properly before use. If the equipment is not properly prepared before each use, equipment damage, patient and operator injury and/or fire can occur.¿

Event description:
The service center was informed that when the video system was connected no image was observed on the display. No other devices were involved in the event. On the date of the reported event, the facility¿s it department inspected the device and cables and did not find any problems. In addition, connections were inspected and found to be secure. No cable damage was noted. The settings were also checked and were found to be correct. There was no patient involvement.